Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to window and usb connector contamination. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not powering on after charging. Functional tests were not performed due to the receiver not powering on after charging. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not powering on after charging. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.